Event description:
It was reported that the patient faced several infusion set bent cannula events on (B)(6) 2026 which led to hyperglycemia. Blood glucose level was high at the time of the event and patient took correction bolus via pump to resolve the issue. The insertion site was the abdomen and infusion set was in use for 2nd and 3rd day.

Manufacturer narrative:
MDR (B)(4) / initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.